Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 28-oct-2014, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "everything fell apart" because a routine colonoscopy perforated their gut/intestines (not related to device/therapy); they were also diagnosed with rheumatoid arthritis (not related to device/therapy). They noted that the ins was placed before finding out they had adhesive arachnoiditis (not related to device/therapy) so it "may have been doomed from the beginning", but they are not sure. They added that they don't think the ins was as successful as they were hoping it would be as a result of the arachnoiditis. The patient noted that the arachnoiditis is so bad that they need people to help them. They also noted that they need their patient programmer (pp) because they want to take the system out for an MRI. The patient noted that the healthcare provider (hcp) is "hell bent" on discontinuing medication and doing either a stimulator or pain pump. Additional information received from the healthcare professional (hcp) on oct. 3, 2019 reported that the patient had their ins and lead explanted because they needed an MRI scan. During the explant, part of the tined lead broke off and was unable to be retrieved. It was unknown how much of the tined fragment remained in the patient¿s body. It was noted that the patient was scheduled for a lumbar spine MRI on (B)(6) 2019 and a cervical/thoracic MRI on (B)(6) 2019. There were no further complications reported or anticipated.